Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the procedure with this device, the guide was inserted into the vein through the needle. It was impossible to advance the guide along its entire length. When the guide was removed it remained stuck in the needle. The entire assembly (guide + needle) was removed. It was then observed that the guide had lost part of its metal structure, like unravelled. The consequence was a delayed treatment".

Event description:
It was reported that: "during the procedure with this device, the guide was inserted into the vein through the needle. It was impossible to advance the guide along its entire length. When the guide was removed it remained stuck in the needle. The entire assembly (guide + needle) was removed. It was then observed that the guide had lost part of its metal structure, like unravelled. The consequence was a delayed treatment".

Manufacturer narrative:
Qn#(B)(4). The customer returned one guidewire, arrow advancer, and one 18ga introducer needle for analysis. Definite signs of use are observed. Visual analysis of the guidewire confirmed that it was unraveled from the distal end. The distal end was lodged inside the needle cannula and major resistance was met when separating both components. The guidewire contained kinks and bends along the body. The distal j-bend was misshapen, and microscopic examination revealed that both welds were full and spherical. The kink in the guidewire was measured at 433mm from the proximal end. The unraveling of the coil wire was observed to start from 620mm from the proximal end. The overall length of the guidewire core wire measured 695mm which is within the specification limits of 694mm - 706mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.95mm which is within the specification limits of 0.94mm - 0.965mm per the guidewire product drawing. The length of the introducer needle measured 2 3/4", which is within the specification limits of 2.732" - 2.792" per the needle cannula product drawing. The outer diameter of the needle measured 0.05", which is within the specification limits of 0.0495" - 0.0505" per the needle cannula product drawing. The inner diameter of the needle measured 0.042", which is also within the specification limits of 0.041" - 0.043" per the needle cannula product drawing. A long pin gage was inserted through the bevel end of the needle to dislodge the guidewire from the needle cannula. A build-up of biological material was present, which was likely the cause of resistance. A lab inventory guidewire was used to test the introducer needle per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." No resistance was encountered. Functional inspection of the guidewire could not be performed due to the damage. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The IFU also states , "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guidewire unraveling was confirmed by visual inspection of the customer supplied video and investigation of the returned sample. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.